Manufacturer narrative:
H11 -a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It is reported broken syringe. Event description: broken syringe found - on sterile table, scrubbed nurse found out the broken plunger from 20ml syringe when drawing up medication. Scrubbed nurse thought it was sharp that almost poke her when used. It never used again; it didn't reach the patient. The 20ml syringe was part of the gyne lap pack sma30lpgn.

Manufacturer narrative:
(B)(4) follow up for device evaluation a complaint was received reporting that the syringe plunger broke during medication draw-up. To support the investigation, one sample¿received without its packaging blister¿was submitted for evaluation by the quality team. Upon visual inspection, damage to the plunger rod ribs was observed. No additional defects or irregularities were noted. This type of damage is consistent with a jam occurring during the plunger rod assembly process. A verification of the assembly process was conducted, confirming that the equipment settings and alignment were within specification and that product flow was stable. Based on the analysis of the returned sample, the reported issue has been confirmed.